Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called philips and said the display shows the "x" symbol. There was no reported patient involvement.